Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a leadless implantable pulse generator (ipg) experienced a series of cardiac events including atrial fibrillation, tachycardia, bradycardia with heart rates detected below 60 beats per minute (bpm) (including readings in the 40s and 50s, a pulse oximeter result of 38, and a manual pulse check of 48). The patient noted that the device was not maintaining the programmed lower rate of 60 bpm, with evidence from device readings and personal monitoring indicating heart rates below the intended threshold on several occasions, particularly at night. The patient suggested that possible inadequate nutrition due to dieting may have contributed to the arrhythmias. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.